Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review noted several low voltage hazard/no external power events on (B)(6) 2022 at 19:23, 20:44, 21:18 and 21:19 while using the mobile power unit (mpu). The mpu lost power which enabled the backup battery in the controller with each event until power was restored to the mpu. It was further reported that the patient has a locking cord on mpu; the patient needed to be unplugged from the wall to get into emergency medical services (ems) and brought to the hospital. The patient did not recall the exact times for pick up.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted controller event log file. The submitted controller event log file contained approximately 2 days of data (25dec2022 ¿ 27dec2022 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms activated on 26dec2022 from 17:35:23 to 21:19:20 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. Additional information provided stated that the ac power cord became disconnected from the wall outlet when the patient was being transferred to the hospital and that the mpu (serial number: (B)(6)) would not be returned for evaluation. The root cause of the reported event was determined to be the ac power cord becoming disconnected from the wall outlet, per the reported information. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mobile power unit was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.